Event description:
In 2009, the pt was being treated for an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The pt's iliac arteries were very tortuous and calcified and the physician was unable to advance an 18 french sheath. A 7x10 viabahn device was used as a conduit, however the physician was only able to advance the 18 french sheath 3/4 of the distance of the viabahn device. The trunk-ipsilateral leg component was advanced without the sheath into position and deployed successfully. During the final angiography a proximal type I endoleak was noticed and an aortic extender component was inserted without the sheath, however the device was getting caught on the existing implanted devices. The physician attempted to retract the aortic extender component back into the sheath, however the device got caught on the sheath and the device and olive detached from the catheter. The physician was able to snare the olive and left half of the aortic extender catheter in the distal end of the ipsilateral leg component and the other half of the aortic extender component in the proximal end of the viabahn device. The physician then chose to monitor the type I endoleak. The following day the pt thrombosed bilaterally in the iliacs due to a possible reaction to the heparin. This was resolved with a reintervention and the pt was able to regain a pulse in both legs. Later that evening the pt experienced myocardial infarction and died.

Manufacturer narrative:
Further investigation is pending.